Event description:
Customer sent a repair request reported with an issue of "purple/blurry screen (abnormal color tone)." The problem found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found white tone, blurred, abnormal image and was noted to be due to breakage of the image sensor. The customer reported issue of abnormal color tone/purple blurry image could be confirmed. Furthermore, the following findings during device evaluation were noted: the bending angle found insufficient due to the elongation of the angle wire. There are curved rubber scratches caused by external factors. The curved rubber adhesive part is missing. Scratches are found on the operation part due to external factors. Scratches are found on the nigiri cover due to external factors. There are curved rubber scratches caused by external factors. The universal code is collapsed due to external factors. Scratches are found on the video connector case due to external factors. Scratches are found on the lg connector due to external factors. Scratches are found on the video connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the internal electric board and electric parts mounted on the internal electric board, or an abnormality on the system side. Olympus will continue to monitor field performance for this device.